Manufacturer narrative:
H.6 results eval codes: smiths medical asd, inc. Has not received any similar reports on this device lot number. If the face mask was missing it would be visible throught the package at the user facility, as the packaging for this device is clear, and should have been noticed prior to use. The history of this report reveals that it is probable that the mask was removed from the package and the rest of the unit not disposed of. Someone else would go to use the unit and not realize that it had been opened previously. A smiths medical sales rep audited the hosp inventory and no sealed packages were found with a missing mask.